Manufacturer narrative:
The device was not returned to mmdg for evaluation. Because the device was not returned, mmdg is unable to investigate the complaint. This report is being filed for the delay in therapy that the customer experienced.

Event description:
The initial reporter stated that the patients spouse called in to inform them that the "patients tpn did not infuse last night". The patients spouse asked to have the registered nurse start the tpn infusion that day. The registered nurse then discovered the pump was displayed message 'checking power source' "when previous screen showed battery as 3/4 full. Registered nurse tried to continue to prime the tubing and the pump shut off". Another pump was delivered and their medical doctor was notified of the delay. Mmdg followed up with the initial reporter, who stated that this resulted in the patient going without their tpn infusion for 24 hours. No other method of nutrition was reported as being used by the patient. However, no adverse effects were reported as a result of this delay. (B)(4).